Event description:
It was reported that a black spot was observed on the tubing of a minicap extend life pd transfer set. This was noticed before patient use, as the carton was being opened. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was received for evaluation. A visual inspection was performed with loose and embedded matriculate matter noted. The reported problem was identified but the cause could not be determined.